Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed or duplicated. The probable root cause could not be determined.

Event description:
It was reported that the device had downstream occlusion. It is unknown if there was patient involvement.